Event description:
It was reported that the device was used during a low anterior resection. The device was difficult to fire device and it did not cut the tissue. The patient experienced post operative leakage and was managed with conservative treatment.